Event description:
It was reported that during a photoselective vaporization procedure, a green flash occurred as the fiber was activated. The flash originated between the fiber proximal end. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that during a photo-selective vaporization procedure, a green flash occurred as the fiber was activated. The flash originated between the fiber proximal end. The fiber was replaced, and the procedure was completed without patient complications.